Event description:
The handpiece was returned to the MFR for service, and during the investigation the device ran while in safe mode. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for service and eval. During the investigation the device ran while in safe mode. Based on the investigation details, the primary failure was a corroded locking cam, which was possibly caused by corrosion as a result of cleaning and sterilization over time with the safety always left in the forward position.